Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, it was observed that the device had reached its elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolved the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench. No anomaly was detected.